Event description:
It was reported by the patient that "about a week after implant, I was feeling shocks, I went in, they fixed it, but now about a week after they fixed it I am feeling shocks again." It was noted both of the patient's leads had dislodged and were oversensing, consequently delivering inappropriate therapy. The leads were reprogrammed and subsequently repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic count went up to 108 in less than 1 day averaging about 4 sic per hour. Episodes unavailable to confirm shock and oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).